Event description:
It was reported that the user experienced a low blood glucose event while using an ilet system paired with a dexcom g7 sensor, with an initial blood glucose of 65 mg/dl, after which the user self-treated with four glucose tablets and later performed a fingerstick showing 79 mg/dl; the user was guided to calibrate the ilet to the fingerstick value and reported anxiety and concern about the cause. Symptoms included hypoglycemia and associated anxiety. Outcomes included transient low glucose resolved with oral glucose and no hospitalization. Investigation included customer support troubleshooting, review of glucose values, and guidance to perform a fingerstick and sensor calibration. Investigation of this case revealed no device malfunction identified at the time of the call, with hypoglycemia occurring for an unclear cause and sensor calibration performed to align the system to the fingerstick measurement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.